Event description:
It was reported that stent damage occurred. A 2.75 x 16 synergy ii drug-eluting stent was advanced but failed to cross the lesion due to calcified lesion. However, during removal, it was noticed that the stent was damaged. The procedure was completed and no patient complications nor injuries reported.